Event description:
A review of the patient's medical record was performed and noted the following issues. On (B)(6) 2010 the patient reported she experienced overstimulation especially when bending. The patient went on to report the stimulator was not working a few months later and requested it be removed. The patient's scs system was explanted on (B)(6) 2012.

Manufacturer narrative:
(B)(4).correction numbers: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.